Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 152 mg/dl. Customer stated he was checking his blood glucose, was trying to bolus and the device alarmed. Customer was advised to perform a fixed prime and insulin did exit. Customer was able to remove site to examine the cannula and it was not bent. Customer was advised to do a complete set change. No further information reported.